Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 4 2022 data extract for aortic serious injury events for the sapien 3 ultra valve. This report summarizes 4 stroke- undetermined serious injury events for the sapien 3 ultra transcatheter heart valve. The age range for these events is 75-84 years. The breakdown for gender is as follows: 2 females and 2 males.

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 4 stroke- undetermined serious injury events for the sapien 3 ultra transcatheter heart valve in the aortic position. The "time to event" (tte, in days) for this event was 6.25. The device identification (di) numbers for edwards sapien 3 ultra transcatheter heart valve are: (B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with invasive cardiac procedure including transcatheter heart valve procedures. According to literature review, and as documented in a clinical technical summary by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the event is listed as undetermined stroke. It is not known if the mechanism of the stroke is in question, or if the stroke itself is in question. There was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. It is possible that the mechanism described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This supplemental MDR corrects section c - combination device and section g4 check box for combination product. During review of previous submissions, it was observed that the combination device field section g4 was marked as true by the system because the field in section c was left blank when the submission was initially populated. The ew devices submitted under this manufacturing report are not considered combination devices.